Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an explant procedure on (B)(6) 2012. Further investigation identified the patient experienced pain at the lead site for which the entire system was explanted (reference MFR. Report: 1627487-2012-03062).